Event description:
It was reported that during a stenting treatment procedure, a catheter shaft broke. The 33 x 2.5mm, 90% stenosed, eccentric, de novo target lesion was located in a mildly calcified mid left anterior descending artery with a lesion bend of 45 degrees or less. A 0.014" guide wire and 6f guide catheter were introduced, followed by pre-dilatation using a 2.5 x 15mm balloon and placement of a 2.5 x 33mm stent, all non-bsc devices. The 3.0 x 12mm quantum maverick balloon catheter was introduced for post-dilatation. As the catheter was being advanced, the catheter shaft broke approximately 20 cm from the hub. The balloon and guide catheters were removed together, and the procedure was completed with another 3.0 x 12 mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the returned device revealed that the device was received with no original packaging. A visual inspection of the device revealed a complete separation of the hypotube 27 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a catheter shaft broke. The 33 x 2.5mm, 90% stenosed, eccentric, de novo target lesion was located in a mildly calcified mid left anterior descending artery with a lesion bend of 45 degrees or less. A 0.014" guide wire and 6f guide catheter were introduced, followed by pre-dilatation using a 2.5 x 15mm balloon and placement of a 2.5 x 33mm stent, all non-bsc devices. The 3.0 x 12mm quantum maverick balloon catheter was introduced for post-dilatation. As the catheter was being advanced, the catheter shaft broke approximately 20 cm from the hub. The balloon and guide catheters were removed together, and the procedure was completed with another 3.0 x 12 mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.